Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Reportedly, the home patient had their transfer set connected to the patient line of the homechoice set during the prime cycle. Baxter's technical service center assisted the home patient in ending therapy early. Therapy was completed manually. Per the home patient, no patient injury or medical intervention was associated with this incident.